Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine and sufentanil, dose and concentrations not reported via an implantable pump. The indications for use were non-malignant pain, arachnoiditis and chronic low back pain. The healthcare provider saw the patient who stated that their pump was alarming at home. The healthcare provider stated he witnessed the patient¿s pump alarming in the office today (B)(6) 2017 and when he interrogated and read the logs it showed multiple pump stalls and recoveries over the last couple of weeks. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was the pump was interrogated, the logs were read and printed out by the office. The actions and interventions taken to resolve the issue was a pump replacement was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a copy of a portion of a telemetry strip which showed that the pump was delivering morphine (25 mg/ml at 12.496 mg/day) and ¿sufenyal¿ (1000 mcg/ml; the dose was illegible). The portion of the telemetry received also showed a motor stall recovery occurred message on (B)(6) 2017 at 13:36; a motor stall occurred message on (B)(6) 2017 at 21:46 with a motor stall recovery occurred message the same day at 21:53; a motor stall occurred message on (B)(6) 2017 at 09:29 with a motor stall recovery occurred message the same day at 09:46; a motor stalled occurred message on (B)(6) 2017 at 10:38 with a motor stall recovery occurred message at 10:51; and a final motor stall occurred message on (B)(6) 2017 at 05:13 with a motor stall recovery occurred message the same day at 05:36. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found pump/pumphead/pump tube integrity anomaly/unconfirmed pump tube breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.